Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial implant procedure was abandoned on (B)(6) 2018 due to the patient suffering a cerebrospinal fluid (cfs) leak. A blood patch was administered. The patient recovered well without experiencing any symptoms. There were no devices implanted.